Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one lutonix 035 drug coated balloon catheter returned for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the inflation hub. Kink was identified to the proximal end of the balloon. During functional testing, negative pressure was applied to the balloon with an in-house presto inflation device. With the same in-house presto inflation device, the balloon was inflated, and water was noted leaking from the balloon proximal end of the balloon. Under microscopic examination, a longitudinal rupture was noted to the balloon. No other functional testing performed. One photo was provided and reviewed. The photo shows lutonix 035 device kept in a transparent packaging. Catheter hub was seen, and balloon is not visible. The labeling details in the photo match with the information available in trackwise. No specific anomalies were noted. Therefore, the investigation is confirmed for the reported inflation issue and identified material rupture as a longitudinal rupture was noted to the balloon due to which the balloon would have been unable to be inflated. Also, the investigation is confirmed for the identified material deformation as kink was noted to the proximal end of the balloon. The rupture in the balloon may contribute to the inflation problem. However, a definitive root cause for the reported inflation issue, identified material rupture and material deformation could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly did not inflate. It was further reported that the contrast just went through the balloon. The procedure was completed using another device. There was no reported patient injury.